Event description:
A malfunction was reported with the tandem usb cable, which could not charge the pump. It was confirmed that the usb cable was damaged due to regular use. There was no information available regarding the customer's blood glucose level at the time of the event. No further information provided.